Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: is the current patient status known? The patient has undergone a secondary ileostomy as protection regarding anastomotic fistula. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Following the issue, an surgical intervention (drainage peri-anastomotic abscess by laparoscopy - washing of the anterograde colon - ileostomy) has been necessary 15 days later. A new surgery will be planned later to close the ileostomy. Was the device difficult to close? Yes. Were any of the firing strokes able to be completed? No. What is the surgeon¿s experience with device? The surgeon uses to use this device. What troubleshooting steps were taken to open device? Red button and grey button. Did the device cut? Did the device staple? No. Were there any staple formation issues noted? No. What other stapling devices were used? Use of another echelon 60 and cdh29a. What was the site of the fistula? Low colorectal. Was the device traumatic to patient? Unk. Why does the surgeon believe that the fistula is related to the difficulties experienced with ec60a? Impossible to confirm but strong doubt that it related. What is the current patient status? Unk.

Event description:
It was reported that the device blocked during the procedure. During a rectosigmoidectomy surgery, during the resection, the device no longer opened. Finally, the surgeon was able to detach the colon from the device which didn't cut and didn't staple. The surgeon continued with another echelon flex 60.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6)2020. D4: batch # t5dx06 investigation summary the ec60a device was received for analysis with no apparent damaged and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired (B)(4) . The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.